Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable device. The indication for use was intractable spasticity. It was reported that the patients pump was removed due to infection. Per the physician's office the physician removed the pump removed on (B)(6) 2016.

Event description:
Additional information received from the manufacturer representative indicated they were notified by the healthcare provider (hcp). The manufacturer representative learned about the infection on (B)(6) 2016 (day prior to pump re-implantation). The patient began to experience symptoms in (B)(6) 2016. It was unknown what diagnostics were performed. The cause of the infection was not determined. The patient was currently in a nursing home and had poor hygiene. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.